Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported "the main issues we had was line usage. They were failing quite early, after just 1-2 days of usage, needed the pressure bag inflated on high pressure, and frequent flushing. The tracing was poor, multiple manipulations to keep the trace up. Just one line got used for more than 5 days, few patients needed 2 lines inserted in a 24h period. Additional information has been requested from the customer; however, further details concerning the other patients have not been provided at this time. Associated MDR numbers include: 3006425876-2025-00351 and 3006425876-2025-00349.

Event description:
It was reported "the main issues we had was line usage. They were failing quite early, after just 1-2 days of usage, needed the pressure bag inflated on high pressure, and frequent flushing. The tracing was poor, multiple manipulations to keep the trace up. Just one line got used for more than 5 days, few patients needed 2 lines inserted in a 24h period. Additional information has been requested from the customer; however, further details concerning the other patients have not been provided at this time. Associated MDR numbers include: 3006425876-2025-00351 and 3006425876-2025-00349.

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided two photos for evaluation. The complaint of no/incorrect pressure readings during use was able to be confirmed by the photos. The photos revealed a catheter with two kinks in the center of the body which likely resulted in inadequate pressure readings during use. However, a complete visual inspection to evaluate the cause of the damaged catheter could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations. Warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.